Event description:
Tip of screw broke off when doctor was fixating osteotomy site, resulting in a one (1) hour extension of surgical time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.